Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)-incomplete. The information regarding the device is unavailable.

Event description:
It was reported by the affiliate that during an unknown procedure the first stopped delivering the needles. The orther does not open properly. They have a third one that they have used instead in these cases. No patient issue and a prolonged surgery time: 10 min/case.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
Additional event information received on 10/16/2018. Answer to additional information request: the correct amount is two. We received two devices for this compliant but there was originally 2 in the quantity under the two impacted product.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. Correction: upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If additional information should become available, a supplemental medwatch will be submitted accordingly.